Manufacturer narrative:
Additional information: d4, h3, h6 and h10. The device was received for evaluation with a cap on the spike. Visual inspection was performed with the naked eye and did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed on the returned sample with no issues and no leaks observed. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fluid leakage from a transfer set which resulted in peritonitis. The cause of the leakage was reported as due to contamination from a crack in the connecting tube. The same day, the transfer set was changed, and the patient was hospitalized for the event. The patient was treated with unknown antibiotics for the event (discontinued). Four days after hospital admission, the patient was discharged. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Correction: h6 and h10. Visual inspection was performed with the naked eye and observed a small cut/hole in the silicone tubing. Leak testing confirmed a leak at the hole in the silicone tubing. The reported condition was verified. Clear passage and clamp function testing were performed with no issues noted. The cause of the leak was determined to be the hole in the tubing. The cause of the hole in the tubing was undetermined. Should additional relevant information become available, a supplemental report will be submitted.